Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the pacing lead exhibited placement difficulty and dislocated, during the slitting of the catheter. It was also reported that the lead was placed using a different catheter, but was unstable and was explanted and replaced. It was reported that there was tissue on the helix of the lead before re-attempting to place. No patient complications have been reported as a result of this event.